Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported an intraocular lens (iol) implant with "striped optics." It is unknown if the lens is implanted additional information has been requested.